Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as itchy blister that is now a bleeding open wound. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended adjusting the lv away from the irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.